Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with a heart rate in the forties, which occurred due to an issue with t-wave oversensing (twos) with the right ventricular (rv) lead. Reprogramming was performed, and the lead remains in use. No further patient complications have been reported as a result of this event.